Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2017-00047. This report is submitted february 20, 2017.

Manufacturer narrative:
This report is submitted on december 23, 2016.

Event description:
Per the clinic, the patient experienced pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was re-implanted with a new device.